Manufacturer narrative:
The (B)(4) on hand is part of a series of complaints with delayed reporting to the authorities. All of these cases will individually be investigated and processed but will collectively induce a CAPA.

Event description:
The customer complained about visually weak solidscreen reactions called negative by the tango optimo. This phenomena happened several times during the past 3 to 4 months but the customer was not able to provide exact dates of event. A corrective maintenance visit by fse took place during which the camera system was adjusted and the strip for washer manifold was set. The client sample was re-tested and resulted positive 2+. Pm controls were passed successfully. The positive impact of the conducted measures on faint positive solidscreen results that are misinterpreted to be negative could be shown on one sample in question. Also, the quality control runs revealed no indication for any other instrument malfunction.